Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank, but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link detachment would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection resulting in a posterior cuff miss and subsequent link detachment include manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. There was no definitive evidence in the evaluation of the returned device to suggest incorrect technique. Challenging anatomical conditions such as calcification, tortuosity, and scarring could contribute to the detected posterior cuff miss. Based on the reported information and successful testing, the probable cause for the posterior cuff miss and subsequent link detachment is needle deflection during plunger deployment due to interaction with human tissue. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Analysis of the returned device substantiated the reported product experience and the probable cause was determined to be related to the operational context during use of the device. A review of the device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database for this lot revealed no similar incidents. No manufacturing or quality deficiencies were detected. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred. An 8fr sheath was inserted and after a couple of hours, manual arterial compression was applied and hemostasis was achieved. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.